Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was an implant of a corail/pinnacle last week and the surgeon mentioned that the 32 +4mm neutral liner that he used looked different to normal. The theatre sister thought nothing more of it and the case went well. Later when she scanned the implants into their system for njr purposes the liner was coming up as a +4mm 10 degree.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.